Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician noted an unspecified issue with the right ventricular (rv) lead approximately 11 years earlier and programmed the pacemaker to pace and sense only in the atrium. At the current device change out procedure for normal battery depletion the physician noted that the rv lead was completely severed a few centimeters from the terminal pin. The physician did not replace the rv lead when implanting the new pacemaker. Instead he plugged the terminal pin into the rv port on the device. And electrically abandoned the lead. Neither of the severed ends of the lead were fitted with caps. The serial number of the rv lead was unknown and unavailable. No adverse patient effects were reported.